Manufacturer narrative:
Alleged failure: went black during case. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause of the complaint reported could be the ccu, the monitor, or hdmi cables. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.